Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was implanted. On (B)(6) 2025, a leak was observed on the 31mm amplatzer amulet occluder by the coumandin ridge. The leak was identified using computed tomography (CT) scan. The measured size of the leak was approximately 10mm. No interventions were performed to address the leak and there was no additional device placement, surgical correction, or medication adjustment. The patient remains on dual antiplatelet therapy (dapt). The physician opted to monitor the patient without further treatment, and ongoing observation is currently in place. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of a residual shunt was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported residual shunt could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was implanted . On (B)(6) 2025, a leak was observed on the 31mm amplatzer amulet occluder by the coumandin ridge. The leak was identified using computed tomography (CT) scan. The measured size of the leak was approximately 10mm. No interventions were performed to address the leak and there was no additional device placement, surgical correction, or medication adjustment. The patient remains on dual antiplatelet therapy (dapt). The physician opted to monitor the patient without further treatment, and ongoing observation is currently in place. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.